Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an abrasion on the lead outer insulation at 30.5cm from the connector pin due to friction with another impla nted device. There was no damage to the rv (efte) cables insulation. Reliability laboratory technician; st. Jude medical crmd reliability laboratory no complaint received with return of the device. Failure (event t) observed during analysis.